Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation the electrode had non-functional ecgs. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "3" and ECG "4" the root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.